Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported device inoperable with red screen, however, performance testing could not reproduce the reported complaint. Review of the device data logs revealed an error message (sf101) related to pressure measurement. Performance testing confirmed the reported failed to complete its internal self-test. The pneumatic block was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf101 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly became inoperable, displayed a red screen and failed to complete its internal self-test. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly became inoperable, displayed a red screen and failed to complete its internal self-test. There was no patient harm or a serious injury reported as a result of this incident.